Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced insulin flow blocked alarm event on (B)(6) 2026 and faced high blood glucose (bg) with specific value unknown. The blood glucose (bg) was treated with correction bolus via pump. The patient changed soft cannula infusion set only and resumed insulin deliveries. No further information available.